Event description:
It was reported by the patient's daughter that the omnipod personal diabetes manager (pdm) battery was swollen and coming out of the battery compartment. Details leading up to the battery event or if the pdm had been exposed to hot temperatures was not provided. The daughter confirmed the battery had not been removed prior to it swelling. The patient attempted to remove the battery once the swelling was noticed without success. It was reported that the patient was using a green and orange charging cable, which was not the cable supplied with the device. The screen was also reported to have cracked. No impact to the patient's blood glucose levels was provided. Patient did not experience any physical harm or require medical treatment due to battery event.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res # 90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event.